Manufacturer narrative:
Final device analysis reveals pump memory error. The pump was left running in simple continuous mode for > 1.5 years. The pump passed the flow test with 2.92% accuracy.

Event description:
The pump was returned with no info provided. The pt is listed as expired in the device tracking system. Add'l info has been requested from the hcp, but was not available as of the date of this report.